Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure, reportedly the tip of the screwdriver shaft broke while screwing. The broken fragment was retrieved from the patient. It was reported the patient was not injured due to this event. This is 1 of 1 report for complaint (B)(4) .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: additional evaluation was performed. The report indicates after the review of the manufacturing documents revealed that the present instruments were manufactured according to the specifications. Manufacturing and inspection records indicated no problems with the lot in question. The fracture surface is homogenous, which indicates material conformity as well. Based on these findings we conclude that the cause of failure is related to a mechanical overloading during use. Nevertheless, we are pleased to inform you that in terms of continual improvement our product development center has decided to enhance the design. In this regard a ((B)(4)) has already been implemented and will soon be available. Device was used for treatment, not diagnosis. Placeholder.